Event description:
A customer reported that there was no light during a procedure. They switched to another light source and were able to complete the procedure without delay. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).